Event description:
On (B)(6) 2025, during a call, patient mentioned he had a long hyperglycemic event. Patient had just started with a new replacement ilet and had done a factory reset after 2 days of wearing the replacement. The highest blood glucose (bg) reported was 400 mg/dl and was out of range for 90+ minutes. The ilet pump alerted patient of high bg. To correct the elevated bg, patient claimed he dosed 20 units of insulin through a pen. The patient stated that it felt like he had been "hit by a car". No medical intervention required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.